Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial. Visual inspection found one haptic broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight : unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -09.50/+1.0/173 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was exchanged for another same model/length lens (the lens was implanted vertically) and the problem was resolved. The cause of the event was unknown.